Event description:
It was reported that the patient presented at clinic due to post-paced t-wave oversensing exhibited by their implantable cardioverter defibrillator (ICD). Programming changes were made to resolve the issue. The patient was stable.